Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: - tubing cracked introclave

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed